Event description:
It was reported that the 9600+ c-arm boots to all squares and stops. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the tech processor pcb. Customer will 2nd source part and complete the system service. If add'l info is provided, it will be reported as required.